Event description:
It was reported that during patient treatment, the anesthesia system was unable to maintain the set peep level. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) investigated the system on site and found the inspiratory pressure transducer pcb was defective and require replacement. Following the replacement of the pcb, the issue was resolved, and the anesthesia system was cleared for clinical use. The replaced part was not returned. Therefore, no further analysis or technical investigation could be made. A complete set of device logs was received. Evaluation of the logs shows that before and on the event, a successful system checkout was performed. The obtained trend log did not cover the event the technical log has no recordings during this date which indicate the absence of technical malfunctions in the system. The fse was unable to confirm when the customer experienced the issue or when the error was reported. Although the event date was stated as june 18th, records indicate that the system had not been used on that day. Alarms for high peep were present on june 11th and 16th, while alarms for low peep were triggered on june 13th. Our conclusion, based on the fse findings and device log evaluation, is that the inspiratory pressure transducer pcb was the cause of the reported failure.